Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Joystick is cracked and the 4way toggle has broken wires on the inside. This will not allow the tilt to move forward and back.